Manufacturer narrative:
Medtronic received additional information that this tricuspid device was replaced due to residual leakage on the patient's native valve. The device was implanted and explanted in the same procedure, and no other adverse patient effects were reported. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device has not been returned for analysis. Without the return of the product, no definitive conclusion can be made regarding the clinical observation.

Event description:
Medtronic received information that immediately post implant of this annuloplasty ring in the tricuspid position, this ring was explanted. No failure mechanism and no other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.